Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 143129: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon noticed the patients stem was subsiding. He felt the patient was at risk of potting. He decided to remove and replace the stem and ball head. There are no x-rays the explants will not be returned.

Manufacturer narrative:
On 08 february 2016, it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.